Manufacturer narrative:
(B)(4). The DHR (device history record) indicated no relevant findings.

Event description:
The customer reports the pink luer hub came off the catheter. The PICC was inserted (B)(6) 2019.

Event description:
The customer reports the pink luer hub came off the catheter. The PICC was inserted (B)(6) 2019.

Manufacturer narrative:
(B)(4). The customer returned a used 2-lumen catheter for investigation. Visual inspection of the returned catheter revealed the distal extension line luer hub was separated from the catheter. The luer hub was not returned for investigation. Visual and microscopic examination revealed the point of separation on the extension line was rough and jagged. Visual examination of the luer hub could not be performed as it was not returned for investigation. The length of the distal extension line measured to be 1.69" which is longer than the specification of 1.59"-1.61" per catheter product drawing; this indicates that a portion of the extension line was removed from within the luer hub. The outer diameter of the extension line measured to be 0.095" which is within specifications of 0.093-0.097" per product drawing. The inner diameter of the extension line measured to be 0.058" which is within specifications of 0.055-0.059" per product drawing. A manual tug test confirmed the proximal extension line was properly secured within the luer hub. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "do not apply excessive force in placing or removing catheter. Excessive force can cause catheter breakage. If placement or withdrawal cannot be easily accomplished, an x-ray should be obtained and further consultation requested". The customer report of extension line/luer hub separation was confirmed by complaint investigation. The extension line body was discolored and slightly flared at the point of separation. The body was also out of length specifications, indicating that some of the extension line was pulled from the luer hub. A device history record review was performed with no relevant findings. Because the luer hub was not returned for evaluation, the probable root cause could not be determined based on the sample received. Teleflex will continue to monitor and trend for complaints of this nature.